Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 36 and 48 hours. Patient stated the cannula dislodged from the infusion site (abdomen); irritation and pain at the site was also reported. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The following fields were added in correction: h6 - adverse event problem:/health effect - clinical code: e1720 skin inflammation/ irritation. E2330 pain.

Manufacturer narrative:
The device was received deployed. Inspection of the cannula assembly and needle mechanism did not find any damages or abnormalities that could contribute to the dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could contribute to either the reported skin irritation or the reported pain during insertion. Thus, the exact cause of the reported skin irritation and reported pain during insertion could not be conclusively determined.